Event description:
Lead management procedure to extract one ra lead and one rv lead. The physician prepped the leads and began extracting the rv lead. All binding sites were cleared using the glidelight; however the lead integrity failed 1-2 cm from the lead tip and the lead tip was left behind. The physician then moved to the ra lead with the glidelight and successfully extracted the entirety of the lead. After ra lead removal an active bleed was noted on tee. Cp&m protocols were activated and due to the location of the bleed the decision was made to use a femoral access to place a stent. The stent was successfully placed and the patient was admitted for observation. Three days post op the patient was discharged without additional adverse event. No additional intervention was required.

Manufacturer narrative:
(B)(4). Device evaluation; device evaluation revealed no issues that could have caused or contributed to a perforation. There is no allegation of device malfunction.